Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed no alarms were logged for the 14 days leading up to the reported event date. On-site inspection revealed new cracks in the driveline outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient had new cracks to the driveline cable. Log files were sent. A driveline sheath repair was performed. The were no reports of alarms or pump stops.  The patient was last reported to be in good condition at home.